Event description:
It is reported that the pt was revised in (B)(6) 2011 due to fracture of the ceramic head.

Manufacturer narrative:
Eval summary: the fractured ceramic femoral head was previously part of FDA reportable recall as a result of a supplier issue. The device was implanted prior to recall initiation. The device involved had been in vivo for approx 11 years and 7 months. The device history records were reviewed and found to be conforming to mfg, inspection, and packaging specs.